Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had speaker malfunction causing the speaker to produce quiet sound. The speaker was replaced.

Event description:
The customer reported that the device displayed speaker malfunction inop message and the device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.